Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). Case description: (B)(6) had error 200.5040 on lvp8100 sn (B)(4). Case resolution: pcu software was (B)(4) and lvp software (B)(4) I advised (B)(6) to upgrade lvp software to (B)(4) to make it compatible with pcu software. (B)(6) was not a biomed tech and he did not system maintenance software and the proper software to perform upgrade. (B)(6) will send the unit in for software upgrade.